Event description:
Customer has phoned us to explain that two pts on two alpha mattresses have fallen down. Pt is fallen twice ((B)(6)) during the night without consequence. Pt was sleeping and nurse find them on the floor. During interview, it has been noticed that none of the studs (side, head and foot) were connected. Customer doesn't use the weight range correctly. Mattress is always used by another pt. Ref MFR 3007420694-2013-00020.